Manufacturer narrative:
The user facility believes the over-delivery was related to a programming change, while the pump was in the hospice. The homecare provider pharmacist prepared the medication bag and programmed the pump with the pt's infusion parameters. The setting were confirmed ok by the homecare provider's nurse. The homecare provider's nurse called the hospice nurse to check on the status of the pump and pt. Everything was reported as being fine: pt was comfortable and her vital signs were normal. On the morning of the following day, when the bag was found empty, a telephone review of the programmed settings established that the concentration had been changed to 0.2 mg/ml instead of 5 mg/ml by someone at the pt's home. The hospice nurse confirmed that no demand boluses had been given since the beginning of therapy. It is unknown if the oral and rectal meds were discontinued when the sq pain management started. MFR has attempted to acquire the actual device, but has learned from the user facility that it is being sent to an independent lab for evaluation. MFR is attempting to work with the independent lab in order to download historical events related to the pt's infusion therapy regimen.

Event description:
(The manufacturer of bodyguard 323 pumps) has filed this report after becoming aware of a reportable event thru the manufacturer's distributor. A patient with a diagnosis of malignant melanoma with metastasis was admitted to a local hospice service. The pt was connected subcutaneously to a bodyguard 323 pump for pain relief infusion (morphine) medication. Two days later at 4:30 am, hospice nurse called on-call nurse at the homecare company (who was the provider of the pump and medication) to announce that medication bag was empty, although, it was supposed to last 1000 hours. At that time, the pt's vital signs were checked and found to be ok: respiratory rate was 30, blood pressure was normal for this pt, and pulse was fine. As a precautionary measure the pt was taken to the hospital, administrated a dose of naloxone (morphine antagonist) and admitted for observation. Later that afternoon, after more than 12 hours, the pt passed away, speculated to be from natural causes.